Event description:
The customer reports during a laparoscopic cholecystectomy using a 4k camera head, the image disappeared, and the visual field was lost. The physician then completed the surgery immediately by converting to an open surgery. The current condition of the patient is reported to be ¿fine¿ the customer does own an alternative camera head, but it is not the same olympus model. The decision was made to not use the alternate camera due to the length of time needed for preparation and sterilization issues.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. Physical evaluation of the suspect device: the user's report of no image is confirmed. There is no image due to a faulty cable unit. There was a knot found in the cable unit. A water leak was found from the switch assembly. The labels are gone from the rear cover. This report will be updated upon completion of the investigation or receipt of additional relevant information.

Manufacturer narrative:
This report is being updated to provide investigation findings. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Conclusion: the definitive cause of the reported events could not be established. Observations: (1): we surmised that an image was not displayed because communication failure occurred due to faulty cable. As to the cause of the faulty cable, there were knots on the cable. Thus, we surmised that the cable broke from that parts. (2): we surmised that the doctor performed open surgery because no image was displayed.